Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was being ¿set off¿ by near field technology for security. The patient collapsed and had to go to the accident and emergency department. It was added that hospitalization was required. No further information was reported. A follow up report will be sent if additional information is received.